Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited high thresholds, far field oversensing, no capture and had dislodged. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.